Event description:
Patient called stated they received the wireless recharger (wr) and need assistance with pairing process. Patient stated there are no instruction in the box. Agent assisted patient with pairing the wr and implantable neurostimulator (ins) is recharging at excellent quality, ins 90%, recharger 100% and handset 100% charged. Agent reviewed device function and reviewed if the new recharger does not resolve the issue, patient will need to consult with healthcare provider (hcp) for next steps. Agent reopened the case to add wr recharger serial number. Patient reported the old recharger never worked correctly, it took 5-7hrs to charge the ins. Patient stated the ins is in the middle of her back, with two big scar and she was in agony. Patient stated she is a thin person, ins is under thin layer of skin. Patient stated the ins stick out like an "oreo cookie" on her skin. Patient stated when they sat down they lost connection and the only way they could charge the ins was to stand up or sit at the edge of chair.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported that when using the recharger, it takes forever to recharge their implant and they could not recharge all the way. Yesterday, their implant was down to 30%. Patient mentioned that the implant is located right beside their spine just above their waist level and it protrudes significantly and therepess no issue in finding it. Patient stated there was no clothing between the recharger and their skin. Patient stated that recharging was quite painful and they could not lie on their back at all and do whatever while trying to recharge their implant. They had to place a pillow behind them and sit back for a few seconds to establish a connection, but the connection would quickly disconnect. Occasionally, they achieved an excellent connection to maybe 20 seconds but only managed a good connection. Patient stated that it took them 5 hours to recharge their implant from 30% to 80% and they had to stop because its hurting them so bad. This morning, the implant was at 70%; recharging from 70% to 100% took about 2 hours and 15 minutes. Patient mentioned they were unable to call and speak with their rep due to various circumstances over the past couple of months. Patient mentioned they usually recharge for about 3 hours to reach 80%. Today was their first time to fully charge their implant but it was very painful because the recharger is hard and there is only a thin layer of skin between the implant and the recharger. Patient mentioned they spoke with the medtronic rep who informed them that there as definitely an issue with their wireless recharger and advised them to call pats to request a replacement wireless recharger to see if a new one would resolve the problem. Patient also mentioned that they have an upcoming appointment with their rep on (B)(6). Patient mentioned previous case related to the replacement handset and communicator. Patient denied any damage to the wireless recharger (wr). Agent had patient turn on the wireless recharger, launch the recharger application and start the implant recharge session. Patient confirmed that the implant was 100%. Patient stated it took 5 hours to fully charge the implant and confirmed the recharging speed was set to 4. Patient also noted that their implant was sticking out on their back and that they were skinny. Agent reviewed information. Due to the nature of issues caller has been experiencing, a request was sent to the repair department to replace the wireless recharger. The patient was advised to contact their healthcare provider (hcp) if the issue persists after receiving the replacement wr.

Event description:
Patient mentioned that their implantable neurostimulator (ins) would take 3-4 hours to charge from 40-50% to 100% and they have to tighten the belt very tight or else it would disconnect also they have to remain still. Patient received a new charger and that works correctly and they no longer need to sit for longer time and they no longer have pain. The patient weights 127 lbs and haven't gained weight and hence the implantable neurostimulator (ins) still protrudes but it's not much of an issue as the charger is working correctly.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.